Manufacturer narrative:
Information references the main component of the system. Other relevant devices are: etlw1620c93e; s/n: (B)(4); use by date: 2019-02-15; upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 3cm abdominal aortic aneurysm. It was reported that on the same day as the index procedure the patient complained of leg pain and on CT it was observed by the physician that the left iliac limb had shut down. Intervention was performed to place a stent inside the limb and dissolve the clot to improve blood flow to the leg. On final angiogram, flow was restored and the physician was satisfied with the patient status and the results of the intervention. As per the physician, the cause of the event was anatomy related as the limb was not fully opened at the level of the distal aorta. No additional clinical sequelae were reported and the patient is fine.